Event description:
Boston scientific received information that the patient with this right ventricular lead and pacemaker was hospitalized for chest discomfort. The symptoms did not appear to be related to the pacing system however abnormal telemetry strips were noted. Upon testing, the right ventricular lead displayed high threshold measurements and right ventricular loss of capture was noted from a previous follow-up. The device was programmed to higher output and no adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.